Event description:
A report was received that during the implant procedure, the patient was experiencing severe burning pain on her foot after the leads were placed. The physician decided to abort the case and explanted the leads out. The patient still felt the pain even after the leads were explanted. The physician believed that the pain was procedure related but not device related. The patient was in the hospital and was prescribed medication.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.